Event description:
Revision surgery - patient dislocated while taking a bath with position of flexion adduction (sp). Surgeon attempted a closed reduction, but femoral head separated from bipolar head.